Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the insertion flexible tube fluid damage, the segment fluid damage, the light guide cable fluid damage, the distal body broken, the control body corroded, the lg connector corroded, the operation channel (primary) leak, the nozzle gluing dirty, the objective lens dirty, the lcb distal cover glass dirty, the remote control buttons disinfections damage, the down pulley wire rupture, and the left pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).